Manufacturer narrative:
Blocks a1, b5, and e1 have been updated with additional information received on may 25, 2022. Block h6: medical device problem code a010402 captures the reportable event of stent migration. Medical device problem code a0401 captures the reportable event of stent retrieval suture break. Impact code f23 captures the attempt to move the stent prior to the surgery performed. Impact code f19 captures the surgical intervention to remove the stent. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 13, 2022 that a wallflex esophageal stent was implanted during a stent placement procedure performed on (B)(6) 2021. Post stent placement, on (B)(6) 2021, an esophagogram was performed and it was noted that the stent had migrated. Another procedure was performed to attempt to reposition the stent to its original place but the stent retrieval suture broke. The stent was then removed surgically. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The stent was implanted to treat an esophageal stenosis.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 13, 2022 that a wallflex esophageal stent was implanted during a stent placement procedure performed on (B)(6) 2021. Post stent placement, on (B)(6) 2021, an esophagogram was performed and it was noted that the stent had migrated. Another procedure was performed to attempt to reposition the stent to its original place but the stent retrieval suture broke. The stent was then removed surgically. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation on february 13, 2022 that a wallflex esophageal stent was implanted during a stent placement procedure performed on (B)(6) 2021. Post stent placement, on (B)(6) 2021, an esophagogram was performed and it was noted that the stent had migrated. Another procedure was performed to attempt to reposition the stent to its original place but the stent retrieval suture broke. The stent was then removed surgically. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The stent was implanted to treat an esophageal stenosis.

Manufacturer narrative:
Block a2 (age at time of event) has been updated with additional information received on july 10, 2023. Block h6: medical device problem code a010402 captures the reportable event of stent migration. Medical device problem code a0401 captures the reportable event of stent retrieval suture break. Impact code f23 captures the attempt to move the stent prior to the surgery performed. Impact code f19 captures the surgical intervention to remove the stent.